Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent with "posterior hypotony" underwent spinal fixation surgery at t2-s2ai on 20 (B)(6) 2016. Post-op, in 2017 (date unknown), screw at t2-3 backed out and left rod at cranial side, was stuck out of the patient's skin. Patient underwent revision surgery in which surgeon cut the rod at t3/4 part of it and t2-3 screws were removed. Also x10 cross link placed at t3/4 was removed. Patient has pain and pressure sores. Four screws were explanted at t2/3. Patient symptoms were improved by cutting and removing the rod. The rod still remained inside the patient. After that, the incision was cleaned and closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.